Event description:
Caller reported that the t:slim x2 pump battery would not charge initially. There was no adverse impact to the customer's blood glucose level. The issue was resolved when the caller used a different wall adapter, and the pump began charging, requiring no further assistance.